Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a suspected over infusion of an unspecified medication using a pca device without any details about the event. Although requested, additional information is not available; there was no patient harm.

Manufacturer narrative:
(B)(4). The customer¿s report of a suspected over infusion of an unspecified medication was not confirmed. The event date was not provided. The pca event and error logs revealed that the last infusion performed on the pca module ended with a ¿syringe calibration required¿ error (error code: 351.6660.0). The error occurred during delivery of a pca requested bolus. Because the associated pcu or pcu log files were not available, exact programming (or medication) could not be determined. The 351.6660.0 error was reproduced through lab testing. The returned device was programmed to closely replicate the scenario of the event. During testing, the bd 60ml syringe was filled with air and had 10psi of back pressure applied. During delivery of a pca requested bolus, a loud click was heard and the ¿syringe calibration required¿ error occurred. The audible click indicated slippage within the drive train assembly. It is believed that the slippage was caused by the pca drive arm binding on the syringe flange gripper, evidenced by deformations and markings on the pca drive arm sleeve. In addition, the pca module failed each test position of alaris system maintenance (asm) v9.8 ¿plunger position accuracy¿. As recommended by asm, plunger position calibration was performed. Following calibration, the pca module successfully passed position testing. It was noted during internal inspection that the split nuts did not exhibit excess wear or cross-threading. The proximate cause of the 351.6660.0 error is the result of excessive friction between the pca drive arm and the syringe flange gripper, causing the drive assembly to bind during travel and lose position. The cause of the reported over infusion was not identified.